Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: v017594, product type: lead. Product ID: 3387s-40, lot#: v017594, product type: lead.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient went in to the ER feeling a sparking/electrical sensation/shocking in their head and down their neck. The patient¿s impedances were taken and found to be normal, around 800-2000ohms on both sides. The patient was seen by their healthcare provider (hcp) who checked the impedances and ordered a CT and x-rays. The patient¿s ins was turned off and they were still experiencing shocking sensations. It was stated that the patient needed to use their programmer to increase stimulation at some point, but was not reported when that was. Additional information was received from a manufacturing representative on 2017-aug-02 which stated that the lead and extension connection appears fine in the x-ray. There appeared to be a slight indentation in the patient¿s lead, but it was stated that it could be normal or where the suture is. It was stated that the patient fell four days before, and it was unknown if the shocking started right away or not. The patient was being seen that day to attempt reprogramming and to check impedance in different range of motion positions. No further complications were reported or anticipated.